Event description:
It was reported that the atrial lead dislodged. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 5076 implantable pacing lead, (B)(6) 2012; af2820c140xh stent graft, (B)(6) 2009; iexch162085 stent graft, (B)(6) 2009.